Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call of high blood glucose. Customer's blood glucose was 493 mg/dl at the time of the incident. It is also stated that the pump needs a battery change and a no delivery occurred. Troubleshooting was declined. Nothing will be replaced and returned for analysis.